Manufacturer narrative:
Investigation summary: no samples displaying the condition reported were available for examination, so we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd q-syte¿ extension set micro bore leaked at the q-syte during use after the surgery and infusion. The following information was provided by the initial reporter, translated from chinese to english: "after the surgery, the patient returned to the ward. After infusion, because the indwelling needle had no positive pressure connector, the patient was given a q-syte, and found leakage at the q-syte."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ extension set micro bore leaked at the q-syte during use after the surgery and infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "after the surgery, the patient returned to the ward. After infusion, because the indwelling needle had no positive pressure connector, the patient was given a q-syte, and found leakage at the q-syte."